Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/09/2013 with the following findings: the pump was used for basal delivery from (B)(6) 2013. The last basal delivery was recorded on (B)(6) 2013 at 5:19am followed by a ¿rewind¿ operation. The pump was turned off after 5:20am for unknown reason and then was restarted after 20 minutes. The battery voltage recorded in pump history before the power on reset (por) event was above the ¿low¿ and ¿replace¿ battery thresholds at 1.61vp. A visual inspection indicated no damage to the battery compartment or the battery cap. The battery cap secured tightly to the pump and maintained electrical connection. The pump was powered on and displayed the ¿verify¿ screen. The pump was exercised for 24 hours; no power interruptions or alarms occurred during testing. An external power supply was used to simulate a ¿low battery¿ warning and a ¿replace battery¿ alarm. The pump gave the appropriate visible and audible battery warnings and alarms. The pump¿s cover was removed; the printed circuit board inspection indicated no intermittent conditions to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2013, the patient reported that the pump stopped without an alarm. It was reported that the patient was new to the pump and on the first weekend the patient became hyperglycemic around 5:00am one morning. There were no blood glucose values or signs/symptoms of hyperglycemia provided. The reporter did not indicate that medical intervention was required. The hyperglycemia was said to have been caused by the delivery of an inaccurate bolus correction amount that was unrelated to the pump. The reporter stated that the pump was disconnected from the patient so that the rewind step could be completed. At this time, it was said that the display screen went blank. The reporter said that a new battery was inserted and the pump emitted a repetitive and unusual sound. When the patient¿s nurse attempted to replace the battery at a later time, the pump turned on and then stopped suddenly while the history was being reviewed. The pump emitted a similar sound as was previously described. It was noted that when the screen was blank there were audible tones which indicated the power was not interrupted. This complaint is being reported because the pump had a blank display screen and unidentified sounds that could not be resolved with trouble shooting.